Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as defective tubing and reference valve. The fse re-torqued sample syringe, wash syringe, cell 1 buffer syringe, cleaned crystallization off joints from reference bottle tubing connected to metal plate, re-seated electrodes, cleaned reference block and replaced the tubing and reference valve to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.